Event description:
On (B)(6) 2012, the pt reported his blood glucose level was 275 mg/dl a few hours after lunch. He stated that he noticed air bubbles in his insulin cartridge and that he has had trouble in the past with air bubbles in the insulin cartridge. His normal blood glucose range is 110-112 mg/dl. He corrected the elevated blood glucose level via injection of insulin. He stated that the air bubbles are located in the luer lock and they are forming during use. He stated that he removed all the air bubbles that formed during the filling process. He stated that the air bubbles currently in the cartridge are "tiny". The pt was able to prime the air bubbles out. He stated that there is insulin leaking into the cartridge compartment and that it is damp. He was able to clean the insulin out with a q-tip. The pt was unable to determine the source of the leak. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, infusion set, and adapter were requested to be returned for product eval.

Manufacturer narrative:
The complaint describing air bubbles in the cartridge and leakage cannot be verified. Cartridge meets the specification. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.